Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ syringe w/ bd luer-lok¿ tip had foreign matter. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 309653, batch no. Unknown. It was reported that the 60ml bd luer-lok syringe plunger is contaminated. Pharmacist stated incident occurred the day before she called into bd. She called in on (B)(6) 2019. Incident date: (B)(6) 2019. Called pharmacist to provide my email. Pharmacist stated surgery pharmacist opened a syringe for "pharmacy compounding" and when he pulled back, he noticed what appeared to be "dried up blood or betadine" but it was a "brown dried splash" against barrel of syringe. Pharmacist returned the call regarding the brownist dried splash on the plunger. Sample discarded. Item# 309653; lot# unknown; occurence-1; incident date-unknown. She declined to get the replacement. Syringe plunger contaminated in package.

Manufacturer narrative:
H.6. Investigation: a device history record (DHR) review was not able to be performed on the batch associated with this investigation as the lot number was not known. Three (3) photos were provided by the customer for investigation. One (1) photo shows a syringe in front of the top web of a blister pack which provides the production material number and information. The second (2nd) photo shows the syringe partially in the blister pack. The third (3rd) photo shows the syringe removed from the blister pack. All three (3) photos show a brown substance on or in the syringe barrel at approximately the 60ml gradient volume level. Based on the photos provided it cannot be determined if the brown substance is loose on the barrel or embedded in the barrel. It also cannot be determined what the brown substance is based on the photos. Based on the photos provided the brown substance cannot be identified; therefore potential root causes cannot be determined. H3 other text : see h.10.

Event description:
It was reported that bd¿ syringe w/ bd luer-lok¿ tip had foreign matter. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 309653 batch no. Unknown it was reported that the 60ml bd luer-lok syringe plunger is contaminated. Pharmacist stated incident occurred the day before she called into bd. She called in on (B)(6) 2019. Incident date: (B)(6) 2019. -------------------------------------------------------------------------------------------------------------------------------------------------------- called pharmacist to provide my email. Pharmacist stated surgery pharmacist opened a syringe for "pharmacy compounding" and when he pulled back, he noticed what appeared to be "dried up blood or betadine" but it was a "brown dried splash" against barrel of syringe. ------------------------------------------------------------------------------------------------------------------------------------------------------------------ pharmacist returned the call regarding the brownist dried splash on the plunger. Sample discarded. Item# 309653; lot# unknown; occurence-1; incident date-unknown. She declined to get the replacement. Syringe plunger contaminated in package.